Manufacturer narrative:
Doctor indicated device was removed due to the patient developing staph infection. No indication the device was not functioning properly. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Received information from the physician: tmj device was implanted in (B)(6)2008. The patient developed a staph infection and the fossa was removed on (B)(6)2009.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(4) study. This is late information received from the (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. Information from explanting doctor revealing positive culture to staph on tissue obtained during revision surgery support a biologic cause for device failure. Report one of two for the same event, reference 1032347-2009-00061-1.